Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician found the customer's allegation was not observed as the device did have sound, therefore the root cause for the no sound allegation is unknown.at the repair bench the device will be updated to the latest manufacturing process, ensuring all testing passes per specifications. The device will be returned to finished goods upon repair. The customer was sent a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was in use on a patient. There was no report of patient or user harm.